Event description:
A wound care nurse at an acute care facility reported to a kci representative that a pt fell out of a kinair medsurg bed. The only details the nurse gave were that all four side rails on the bed were up and the pt was in an agitated state. The nurse did not allege a bed malfunction and later told the kci representative that there was nothing wrong with the bed. Kci's medical department attempted to get additional info from the nurse who reported the incident and was referred to the hospital's administration. The hospital's administration would not give kci's medical department any details of the incident. The kci representative made several additional attempts at getting more info without success.

Manufacturer narrative:
The bed involved in this incident was returned to the kci service center and evaluated. There was no apparent issues with the bed and the side rails functioned correctly. It was concluded that the bed functioned as designed. Although there was no report of a product malfunction and evaluation of the bed concluded that the bed functioned as designed, this incident is being reported pursuant to our current policy.